Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo recorder was checked after upload study was found duration of the records as 34 minutes only. Therefore the bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successfully, performed test study and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. During study was pressed all buttons of the symptoms and after upload all symptoms appears on the graph of the study as intended. A review of the DHR indicating that the product was released meeting finished product specifications. According to risk assessment (B)(4), doc bravo recorder - risk analysis, (B)(4), this risk was assessed by broadly acceptable. The reported problem was not confirmed. The device was being used for diagnosis. The product was not reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: problem not found. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they received a recorder back from the patient following a study but there are no symptoms in the diary. The customer states that they spoke with the patient who assured them that he had pressed the symptom button multiple times during the study, but that nothing had appeared. The device is under warranty and will be returned for investigation. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure is expected to be performed.